Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station had disconnected and critical override mode. Older patients as well as new patients had not been showing up in the pyxis unit. Customer had powered down the unit and had turned back on, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no problem was found. A technical support specialist (tss) checked the station and verified that it was no longer showing disconnected mode or critical override. The data synchronized logs confirmed that the station was communicating without any issues. The customer also confirmed that the machine was functioning properly. The system functioned as intended when the technical support specialist investigated the device.